Event description:
A pixel issue on the pump display was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the pump could still be used for insulin therapy, and the caller acknowledged and understood this information. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.